Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery objects seem further away in his right eye and he has experienced split vision and ghost images in his left eye. He also reported that a yag laser was performed due to "residual cataract from the original surgery" in the right eye. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints were reported for this lot. The product investigation could not identify a root cause. Additional information has been requested by phone, fax and mail on 07/20/2012 and 07/26/2012. A completed questionnaire has not been received. (B)(4).